Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 130,055 joules. Also, it was reported there was a bright flash and the aiming beam fired from the tip of the fiber. No pt injury was reported.